Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery. Blood glucose value was 185 mg/dl. It was stated that the device was not dropped or exposed to a magnetic field and the drive support cap was recessed. The customer was able to rewind and prime and the insulin pump passed the self-test and displacement test. The customer then reported that the act button does not click and one time it took a while to come back up after pressing it during prime. The customer was advised to call back if the act button fails again. The device will not be returned for analysis.